Manufacturer narrative:
Concomitant medical products: 5092-58 lead implanted on (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced dyspnea. Upon interrogation of the device, the right atrial (ra) lead exhibited high and undefined impedance and oversensing noise. An ra lead fracture was found. The ra lead was programmed off until the ra lead was capped and replaced one week later. No further patient complications have been reported as a result of this event.